Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the lifeband compression stopped during the end of first compression for analyzing the patient's size. Then the autopulse platform (serial (B)(4) ) displayed user advisory (ua)02 (compression tracking error) error message on the screen. No patient involvement.